Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working. A surgical procedure was performed to remove and replace all the components. There were no further patient complications reported.

Manufacturer narrative:
The exact implant date was not available; therefore, the date (B)(6) 2013 was used as estimate.